Event description:
It was reported the insulin pump alarmed during manual prime and insulin was squirting out. The device continues to rewind and stop again. The device was not dropped or bumped. The drive support disk was sticking out. Customer declined to provide blood glucose level. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.